Manufacturer narrative:
Additional information: d10, h3, h6. The reported complaint of could not untighten the setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from inserting into and engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into the inset and now could engage it and untightened the setscrew. The lead could then be removed. The blood most likely came through the punched-out hole through the septum by a torque wrench in the field.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device exchange, the set screw of the device could not be loosened. As a result, the right ventricular (rv) lead could not be disconnected from the header of the device. The rv lead was cut and left implanted and the device was explanted to resolve the event. The patient was in stable condition.